Event description:
The biopsy device failed causing the breast biopsy of the initial site to be terminated, and a new site and second skin incision had to be made. The flush or return saline/specimen system was not working. Therefore the specimens could not be retrieved.the manufacturer was immediately called and made aware of the situation. The device was disposed of as it is a single use disposable.